Event description:
The following has been reported: biomed reported: (B)(4). (B)(6) 2026 date of failure. Pump reads constant air in line. No patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.